Event description:
It was reported that the user opened/applied several infusion sets incorrectly, resulting in approximately five infusion sites pulling off during insertion or removal; blood glucose was not impacted, and the user successfully replaced the sets, and three replacement infusion sets were provided. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to characterize any broader health impact. Customer care agent performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure involving the infusion set cannula, and determined that the connector or set application was not attached or deployed correctly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.